Event description:
It was reported that the device was replaced due to premature battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found high current drain, which depleted the battery, confirming the reported field experience. The cause of the high current drain was traced to an integrated circuit. However, the integrated circuit was inadvertently damaged by excessive laser power during analysis before the exact site could be determined. It was reported that the device was replaced due to premature battery depletion. No patient complications were reported as a result of this event. Actual dvice involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (integrated circuit) device was out of specification in a manner that relates to event premature eri (elective replacement indicator).